Manufacturer narrative:
(B)(4). Pump received with broken battery tube thread and broken reservoir tube lip noted.

Event description:
It was reported that the insulin pump was damaged. The customer¿s blood glucose level was 150 mg/dl. Customer reported that there were cracks and a chip on the battery and reservoir compartment. The troubleshooting was performed and found that the reservoir not very sturdy. The customer was advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.